Manufacturer narrative:
Date sent to the FDA: 11/13/2009. Inflammation - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a full thickness skin graft in 2009. The pt was completely healed. The following month, the pt was found to have open areas at the donor site with a crater and dead necrotic tissue. There were red blisters and "white goo discharge". Additional info has been requested.